Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled back into the atrium. The rv lead could not retract. The rv lead was explanted and was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.